Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-03. H6: investigation summary: customer returned three (3) loose 31gx6mm, 0.5ml bd insulin syringes. Consumer reported that the medication does not come out of the needle, and it is hard to push the plunger and release the medication. All 3 returned syringes were examined, then tested for flow: all 3 plunger rods were able to move properly, and all 3 syringes were able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch # 8337667 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs plunger was difficult to move and it was unable to inject medication. The following information was provided by the initial reporter: material no:324911; batch no: 8337667. It was reported that the medication does not come out of the needle and the consumer has to poke herself an extra 2-3 times a day. Also, on some of the syringes the it is hard to push the plunger and release the medication. Verbatim: consumer reported filling some of her insulin syringes with her medication and upon injection no medication comes out of the needle. Stated she ends up poking herself an extra 2-3 times a day because of this issue. Stated she also had some syringes that were hard to push the plunger and release the medication. Exact amount of syringes is unknown. Stated this has happened with many of the syringes from this box as well as previous boxes.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8337667. Medical device expiration date: 2023-12-31. Device manufacture date: 2018-12-03. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs plunger was difficult to move and it was unable to inject medication. The following information was provided by the initial reporter: material no:324911 batch no: 8337667. It was reported that the medication does not come out of the needle and the consumer has to poke herself an extra 2-3 times a day. Also, on some of the syringes the it is hard to push the plunger and release the medication. Verbatim: consumer reported filling some of her insulin syringes with her medication and upon injection no medication comes out of the needle. Stated she ends up poking herself an extra 2-3 times a day because of this issue. Stated she also had some syringes that were hard to push the plunger and release the medication. Exact amount of syringes is unknown. Stated this has happened with many of the syringes from this box as well as previous boxes.